Manufacturer narrative:
H3: product analysis found the customer's complaint has been confirmed. An error message is present caused by a fault in the stim board. The current software is v1.5.4 05/18/2024 (7fdf6643). H6: previously applied codes fdm b17, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient interface can no longer or will not connect with the nim vital. The system indicates that it needs to update, if you do this you will get an error message. There was no patient impact. Additional information received that during setup, prior to the procedure, the patient interface failed to connect via wireless mode. The wired mode was not tested during the event. A different patient interface was connected to the same nim vital console and the procedure was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, prior to procedure, the patient interface can no longer or will not connect with the nim vital via wireless mode. The system indicates that it needs to update, if you do this you will get an error message. The wired mode was not tested during the event. A different patient interface was connected to the same nim vital console and the procedure was completed. There was no patient impact.